Manufacturer narrative:
Analysis: the sample was not returned from the user facility; therefore, a device evaluation is unable to be performed. A lot history review revealed 1 additional reocclusion complaint associated with the same patient for this lot. A review of the device history record (DHR) indicates the lot was manufactured to specification. Conclusion: the actual sample was not received for evaluation. The DHR found nothing to indicate a manufacturing related cause for this event. The investigator assessed that the event was not related to the study device or procedure, but definitely related to the av access circuit. Based on the instructions for use (IFU), the occurrence of reocclusion is an inherent risk of any pta procedure, and has been reported in clinical trials of drug coated balloons. If additional information becomes known to the manufacturer, a supplemental report will be provided with all relevant information. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported through a clinical registry that during the index procedure, two lutonix percutaneous transluminal drug coated balloon (dcb) dilatation catheters were used to treat the target lesion located in the left basilic vein. Approximately 4 months after the index procedure, the patient¿s vessel containing the target lesion was reportedly reoccluded. A revascularization was performed and the hcp deemed it was successful. The investigator assessed that the event was not related to the study device or procedure, but definitely related to the av access circuit. The sample was discarded by the user facility and is not available for evaluation. No adverse patient effects were reported. This is one of two products involved with the reported event and the associated manufacturer¿s report number is 3006513822-2018-00109.

Manufacturer narrative:
Corrected data: b.5 the event description had the following sentence changed from, "the investigator assessed that the event was not related to the study device or procedure, but definitely related to the av access circuit." To "the investigator assessed that the event was possibly related to the study device and definitely related to the av access circuit., but not related to the procedure." G.1 the MDR contact person and email address was changed from, (B)(4) to (B)(4). G.2 the MDR contact person phone number was changed from, (B)(6) to (B)(6). H.6 the eval codes and desc - method codes "3263 and 3317" were changed to "4115,3331, and 4110" to align with FDA guidance effective (B)(6) 2018. The eval codes & desc - conclusion code "92" was changed to "4310" to align with FDA guidance effective (B)(6) 2018. H.3 analysis conclusion: the conclusion had the following sentence changed from "the investigator assessed that the event was not related to the study device or procedure, but definitely related to the av access circuit." To "the investigator assessed that the event was possibly related to the study device and definitely related to the av access circuit, but not related to the procedure." H3 analysis: the sample was not returned from the user facility; therefore, a device evaluation is unable to be performed. A lot history review revealed 1 additional reocclusion complaint associated with the same patient for this lot. A review of the device history record (DHR) indicates the lot was manufactured to specification. Conclusion: the actual sample was not returned for evaluation. The DHR found nothing to indicate a manufacturing related cause for this event. The investigator assessed that the event was possibly related to the study device and definitely related to the av access circuit, but not related to the procedure. Based on the instructions for use (IFU), the occurrence of reocclusion is an inherent risk of any pta procedure, and has been reported in clinical trials of drug coated balloons. If additional information becomes known to the manufacturer, a supplemental report will be provided with all relevant information. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through a clinical registry that during the index procedure, two lutonix percutaneous transluminal drug coated balloon (dcb) dilatation catheters were used to treat the target lesion located in the left basilic vein. Approximately 4 months after the index procedure, the patient¿s vessel containing the target lesion was reportedly reoccluded. A revascularization was performed and the hcp deemed it was successful. The investigator assessed that the event was possibly related to the study device and definitely related to the av access circuit, but not related to the procedure. The sample was discarded by the user facility and is not available for evaluation. No adverse patient effects were reported. This is one of two products involved with the reported event and the associated manufacturer¿s report number is 3006513822-2018-00109.